Event description:
While troubleshooting, it was discovered the meter was set in mmol/l. The customer did not allege any adverse events due to the mmol/l readings. The customer was able to rest the meter to mg/dl with assistace, and no product will be returned at this time.